Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred during troubleshooting with tandem technical support. The malfunction alarm was cleared and insulin delivery was resumed successfully. Customers blood glucose level was 68 mg/dl.